Manufacturer narrative:
D10: concomitant devices: 3648735 142-32-03 - cocr fem head 32mm +3.5 offset 12/14, 3647902 164-13-08 - novation element ro s/o col sz 8, 3762463 186-01-50 - integrip cc, cluster 50mm, g1. The product associated with the reported event is within the scope of recall z-1732-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 91 months after a right total hip replacement procedure, the patient underwent a revision procedure to address osteolysis. During the procedure it was noted the surgeon performed a synovectomy and removed old synovectomy, synovitis and osteolysis that was in the hip which was extensive. While removing the acetabular component, there were significant bone cysts behind the bone. The patient was noted in stable condition after the procedure. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Based on the available information, the patient involved in meets the following risk criteria for early prosthesis wear and/or osteolysis: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). The prosthesis wear/osteolysis was able to be confirmed from the provided radiograph/explanted devices. Based on the radiograph, there appears to be decentering of the femoral head which is indicative of wear.